Manufacturer narrative:
Medwatch form mw5094190 received.

Event description:
New information received notes that while attempting to suture down the right ventricular lead during implantation, the lead cracked.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, loss of sensing, loss of pacing and low pacing impedance were noted on the right ventricular lead. The physician noted the suture sleeve tore. The lead was not implanted and was replaced. The patient was stable.